Event description:
The catheter was leaking from the insertion site. Upon removal, it was discovered that the PICC was split at approximately the 7cm mark.

Manufacturer narrative:
An investigation has been initiated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.